Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs. Patient information and treatment settings were provided for the three patients; however no photographs of the reported sequela were provided. An examination of the subject device laser by a lumenis-trained technical specialist concluded the energy and calibration were within manufacture's specification. Subject device malfunction is not the suspected cause of the event reported. Based on similar reported events from the same user facility, lumenis concludes the probable cause for the events reported to be operator error: a failure on the part of device operator to properly assess patient's skin type and to select appropriate treatment parameters per subject device IFU and device training.

Event description:
A user facility reported that two (2) patients sustained burns to the arms following hr treatment with a lumenis lightsheer duet laser hs handpiece.. No information regarding the seriousness of the burns was reported.